Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported broken phacoemulsification tip broke out of patient's eye during sculpting phase of the cataract procedure; however, there was no patient contact when this was observed. The broken tip was replaced by a mini tip for completing the procedure. There was no patient harm. There were two products reported from the site as potentially involved the reporter could not provide clarification regarding which product is associated with this complaint. No additional information is available.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. However, because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the photos attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).